Event description:
It was reported that a travel reverse error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were both intact. The investigation found device in good condition. The pump event history showed a travel coarse error. Stating check clutch / plunger lever. The reported issue was not duplicated during occlusion tests. The reported issue was caused when the clutch was released during an infusion causing the check clutch error during a programmed infusion. The root cause was determined to be user error. The technician performed preventive maintenance (pm) on pump. Performed function and delivery tests which passed.